Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23) and had a power loss alarm. The customer requested to run the tester procedure for the transmitter. The customer reported no communication between the transmitter and the pump. The customer reports being unable to pair device(s) with the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, and mmt-6102. Troubleshooting was performed for the tester procedure for transmitter, and no damage was reported to the transmitter. The led light blinked when connected to the tester. Troubleshooting was performed for the transmitter charging, and the customer called with questions or concerns about charging the transmitter. Troubleshooting was performed for the loss of communication between the transmitter and the pump, and the customer did not connect the transmitter to a fully inserted sensor. Troubleshooting was performed for the power loss alarm, and the customer was able to clear the alarm. Troubleshooting was performed for the loss of connection between the pump and the mobile device. Moving the pump and mobile device closer resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was performed for the unable to pair the device, and the meter/mobile device is still paired with the pump. The customer was able to clear the error and was able to complete the rewind. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-7841zn. Product return is not applicable for non-physical devices.